Event description:
Customer reported that healthcare professional advised to begin pump therapy again as customer reported to be off of pump therapy for three years. Customer reported that healthcare professional advised to begin insulin pump therapy due to excessive ketoacidosis which is reason customer was hospitalized. Customer's blood glucose was 26.0. Customer requested assistance with insulin pump as screen was blank due to non-usage. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.